Manufacturer narrative:
H10: the customer replaced the alternating current (ac) inlet to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit was running on internal battery while the unit was plugged into the alternating current (ac) power. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit was running on internal battery while the unit was plugged into the ac power. The reported issue was able to be duplicated but the unit then was running intermittently on ac power then battery power. The power cord was replaced but the issue persisted. The remote service engineer (rse) advised the customer of the electronic signal path for the ac power then provided the customer with the part number to replace the ac inlet and power supply. The rse also stated that if the issue persisted after the replacement of the ac inlet and power supply then the replacement of the power management (pm) printed circuit board assembly (pcba) should be completed. Resolution and disposition are pending.